Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the large intestine. According to the complainant, they were unable to connect the active cord to the connecting pin on the snare. Upon pulling the cord to try and reconnect, the connecting pin detached from the snare. The physician used a second rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A physical evaluation of the returned device confirmed that the cautery pin detached from the snare handle. Measurements taken of the handle were found to be within specification. The cautery pin, however, was not returned and could not be analyzed. Also, the unit retracted and extended within specification. The condition of the returned incident device was consistent with the complaint that the cautery pin detached. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the large intestine. According to the complainant, they were unable to connect the active cord to the connecting pin on the snare. Upon pulling the cord to try and reconnect, the connecting pin detached from the snare. The physician used a second rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the large intestine. According to the complainant, they were unable to connect the active cord to the connecting pin on the snare. Upon pulling the cord to try and reconnect, the connecting pin detached from the snare. The physician used a second rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.